Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) code, it was noted that the patient had a gall bladder removal procedure three weeks prior. Technical services (ts) was consulted, discussed possibility of bd code as a result of the procedure. An analysis of device data was requested. Ts noted that the bd code was a result of extended magnet application and that the code can be reset. This s-ICD remains in service. No adverse patient effects were reported.